Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return parts were not available. The customer data illustrated the complaint issue. Results may be affected by the use of different anticoagulants. All performance claims for the cell-dyn ruby based on specimens collected using k2edta anticoagulant. If anticoagulants other that k2edta are used, each laboratory should develop their own protocols for use tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn ruby analyzer, list number 08h67 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant platelet results that had inappropriate flagging and low results while using the cell-dyn ruby analyzer. The customer provided the following results: initial 200000 (normal) there was an inquiry from the clinical side about the results and they mentioned about the possibility that the platelet value is not a true value. The laboratory checked immediately after, after 5 min., after 10 min. And after 15 min. By testing with anti-coagulant agent of heparin and citric acid, as considered about the impact of the edta blood sample collection tube. The following results were obtained for a patient that has a history of dialysis, kidney failure, changed plasma and is diabetic. The patient also takes the following medications: adalat-cl 20, alendronate and omeprazole. On (B)(6) 2019: (10x4/ul): intial: 3.59, 3.57 immediately after heparin, 4.13 heparin 5 min, 16.2 heparin 10 min, 3.24 immediately after citric acid, 7.78 citric acid 5 min, 18.4 citric acid 10 min, 2.13 heparin 15 min, 19.6 citric acid 15 min, 18.3 heating of heparin, 18.3 heating of heparin, 5.97 dilution heating. No adverse impact to patient management was reported.